Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. Additionally it was reported that a resume pump alarm occurred. Customer could not confirm why insulin therapy had been suspended. Customer's blood glucose (bg) level was 530 mg/dl, cause was unknown. Customer delivered a correction bolus via the pump to address bg. Reportedly, the customer loaded cold insulin into the cartridge. Recommendation was made to consult with a healthcare provider regarding diabetes management.